Event description:
Device broke during procedure. The procedure was completed with the same device. After the completion of the procedure, the pt was reportedly admitted to the hospital due to a small perforaton of the bladder. No medical intervention was needed. The bleeding stopped on its own. The pt was re-evaluated by the physician that performed the procedure and is reportedly doing fine. No further medical intervention will be needed.